Event description:
A malfunction was reported by a customer in france concerning a pump, although the specific malfunction code was not recorded. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and no further information about corrective actions was provided.